Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: the returned concerned sample shows a needle with a fracture at the needle point. During visual inspection under a light-microscope of the broken needle and retrieved needle point, several heavy marks of instrument were found in this area and directly at the breaking point which indicates that the needle was handled there. Conclusion: the device information for use cautions the user that (B)(6) to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point (B)(6).

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure , the tip of the needle broke off while suturing the tissue. The surgeon located the needle tip and retrieved it with no adverse patient consequences.